Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower left side pain'), salpingitis ('left fallopian tube exhibiting focal mild chronic inflammation') and basedow's disease ('graves disease /autoimmune hyperthyroidism') in an adult female patient who had essure inserted. The patient's medical history included ovarian cyst, appendicectomy, cervical dysplasia, graves' disease, asthma, hypertension, hyperthyroidism, irritable bowel syndrome, obesity, tonsillectomy, ovarian cystectomy, c-section, rhinoplasty, paratubal cyst, pelvic pain and menorrhagia. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and basedow's disease (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic hysterectomy, left salpingectomy and robotic assisted total laparoscopic hysterectomy, left salpingectomy ,diagnostic cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, salpingitis and basedow's disease outcome was unknown. The reporter considered abdominal pain lower, basedow's disease and salpingitis to be related to essure. The reporter commented: insertion details-right fallopian tube is surgically absent. Located at right tubal ostia is an essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on 21-jul-2017: uterus, cervix, fallopian tubes and paratubal cyst, hysterectomy with bilateral salpingectomy: proliferative endometrium. Left fallopian tube exhibiting focal mild chronic inflammation and an associated paratubal cyst. Cervix without significant diagnostic abnormality. Synthetic material consistent with 2 essure coils. Gross description: proximally inserted is an essure coil in its normal location. Right fallopian tube is surgically absent. Located at right tubal ostia is an essure coil. Concerning the injuries reported in this case, the following one/ones were reported via social media: basedow's disease concerning the injuries reported in this case, the following one was reported via mr: left fallopian tube exhibiting focal mild chronic inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received-new reporter, lab data, medical history, insertion details, removal details were added. Event fallopian tube inflammation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower left side pain'), salpingitis ('left fallopian tube exhibiting focal mild chronic inflammation') and basedow's disease ('graves disease /autoimmune hyperthyroidism') in an adult female patient who had essure inserted. The patient's medical history included ovarian cyst, appendicectomy, cervical dysplasia, graves' disease, asthma, hypertension, hyperthyroidism, irritable bowel syndrome, obesity, tonsillectomy, ovarian cystectomy, c-section, rhinoplasty, paratubal cyst, pelvic pain and menorrhagia. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and basedow's disease (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic hysterectomy, left salpingectomy and robotic assisted total laparoscopic hysterectomy, left salpingectomy ,diagnostic cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, salpingitis and basedow's disease outcome was unknown. The reporter considered abdominal pain lower, basedow's disease and salpingitis to be related to essure. The reporter commented: insertion details-right fallopian tube is surgically absent. Located at right tubal ostia is an essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, cervix, fallopian tubes and paratubal cyst, hysterectomy with bilateral salpingectomy: proliferative endometrium. Left fallopian tube exhibiting focal mild chronic inflammation and an associated paratubal cyst. Cervix without significant diagnostic abnormality. Synthetic material consistent with 2 essure coils. Gross description: proximally inserted is an essure coil in its normal location. Right fallopian tube is surgically absent. Located at right tubal ostia is an essure coil. Concerning the injuries reported in this case, the following one/ones were reported via social media: basedow's disease concerning the injuries reported in this case, the following one was reported via mr: left fallopian tube exhibiting focal mild chronic inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.